Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the audio bolus button cover was detached from the pump. As a result of the button missing, moisture was present on the internal components of the pump. The display screen was dim and discolored. The battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, and moisture was present on the internal components of the pump as a result of a missing audio bolus button. This report is made based on results of investigation completed on 09/21/2015.